Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reports the patient experienced a severe anaphylactic allergic reaction when the antimicrobial gauze was inserted into the wound. The patient experienced sneezing, itching skin, tingling swollen lips, nausea, painful throat and breathing. The patient¿s symptoms began within 20 minutes post gauze placement and partially settled after an antihistamine was administered. Emergency services were called, but upon their arrival, almost an hour later, the patient¿s vital signs had improved and the patient was feeling better . The patient was able to breath and speak okay. No adrenaline was required but the patient was taken to the hospital as a precaution. As the gauze contains polyhexamethylene biguanide (phmb), this was thought to be the cause of the reaction.

Manufacturer narrative:
There were no samples submitted to the manufacturing facility with this complaint. The reported condition could not be confirmed. The complaint shall be reopened if a sample is received. A product analysis could not be completed because there was no sample returned. It is not possible to confirm if a failure contributed to the reportable event. The most likely root cause is the patient¿s sensitivity to product containing amd (antimicrobial device) product. The exact root cause of the reported condition could not be determined without an actual sample to examine. Prior to a lot¿s release, the lot must be deemed acceptable by passing inspections that are based on a valid sampling plan. Inspectors routinely examine a statistical sample both physically and visually. No complaint trend exists, therefore, no corrective action is required at this time. This information will be utilized for trending purposes to determine the need for additional corrective actions. The production department will be notified of this incident with a copy of this comp laint response. The gauze dressing was returned and received at the kci (customer¿s quality engineering) on 02-nov-2016 for evaluation. No fault was found with the returned product. Review of the biocompatibility documents show that the gauze dressing has been tested and conforms to the biocompatibility standards set by iso 10993-5, 10993-10, 10993-11, and 10993-12. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.